Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding or bruising and nothing was found. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl while wearing the pod between 24 and 36 hours. Patient reported that an 8 unit bolus was delivered 45 minutes prior to removal, but bg levels remained high. When removed from the infusion site (arm), the pod's cannula was found bent. Bleeding at the site was also reported. As treatment, a manual injection of insulin (8 units) was delivered and a new pod was applied.